Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported that the patient was able to get the device turned off and had the MRI. They stated that as far as the bladder goes, that was not resolved. They had followed up with their hcp and they had changed settings up and down and from one unit to another. They did that every couple of weeks. They patient had a follow up appointment with their hcp later in the month. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the issue was not resolved and that they could not walk/move around. The patient was very confused and stated that they had seen a number of physicians since (could not remember any of them). They noted they were followed at (B)(6) radiology but could not remember the name of the physician. The patient also stated they followed up with the manufacturer¿s representative (could not remember their name) there at the urology center and was ¿very brisk¿ and had some issues they wanted to talk about.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was reported the patient needed to have an MRI of the head/skull. The device was turned off by leaving the channel in place and stimulation turned down to zero. There were magnetic fields in the MRI room and the patient could feel a stimulating process in her legs so the MRI was stopped. It was confirmed the device was not turned off completely. Because the device was not turned off completely it still left it engaged and the patient felt stimulation down her legs. The patient was to follow up with the healthcare provider. The event occurred about two weeks ago in (B)(6) 2017. No further complications were reported or anticipated.